Event description:
An authorized service provider (asp) reported the touchscreen does not work. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) states the touchscreen was calibrated and now the ventilator is restored to use.